Manufacturer narrative:
The insulin pump was received with no vibration due to broken vibrator wire. The insulin pump was received with minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was not vibrating when pressing act. It was noted that the battery on the insulin pump was low. It was noted that the insulin pump did not vibrate during the vibrate test. Customer's blood glucose reading at the time of the call was 170 mg/dl. No further information reported.